Event description:
The shaft of the opes ablators became hot. Subcutaneous burns occurred. Used at settings: present 8, 105 watts, cut 2, used for more than 2 minutes without a break. This was a sad procedure followed by a rotator cuff repair. Wands were discarded by hospital. This device is used for treatment.